Event description:
The claimant was using the rollator on sidewalk and rollator allegedly stopped and folded up on itself, causing claimant to fall on top of the rollator. Seat and gone up leaving the seat pins exposed and allegedly causing claimant to sustain injury on both shins. The claimant did not receive medical attention the day of injury; however, the following day, had a dermatology appointment and while there, she showed the dermatologist the injury, who sutured her shins. It is alleged that the right shin required nine (9) stitches and left shin required twenty-two (22) stitches. The alleged rollator has not been returned to drive for identification and evaluation. No information on the maintenance history of the device is currently available. It's unclear of the nature of the area where the alleged event occurred, and that whether any impact has contributed to the alleged event. This MDR report is based on the injury claim.